Event description:
The customer reported being hospitalized due to high blood glucose, and the doctor wanted to have the insulin pump checked out if it is working properly. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found a low reservoir and no delivery alarm. The high pressure test was completed and passed. Advised the caller that the insulin pump was functioning as designed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.